Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported that the lead was implanted but was "unstable". The lead was not used. There were no patient complications reported as a result of this event.